Manufacturer narrative:
Analysis of the instrument data indicated that the cause for the discordant (B) (6) result is unknown. Sample from this patient is not available for further in-house evaluation. No further evaluation of the device is required.

Event description:
A positive advia centaur (B) (6) result was obtained on a patient sample. The customer repeated the (B) (6) assay on three separate samples drawn on three different dates, and the results were positive on the advia centaur. The patient sample was sent out to another laboratory for further testing and the result was negative. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the positive (B) (6) result.